Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex gsf femoral component catalog # 00576401552, lot # 62228598; nexgen articular surface catalog # 00596203210, lot # 62204565; stem extension replacement screw catalog # 00598009000, lot # 62283357; taper stem plug catalog # 00596009900, lot # 62283357. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00038; 0001822565-2019-00521.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing pain, stiffness, range of motion, loosening, instability and noise in knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.